Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 12 mg/day via an implantable pump for non-malignant pain. It was reported that the company representative was told the pump was alarming because the pump needed to be refilled and was asked to program the pump to minimum rate mode. Then the company representative confirmed motor stalls at initial interrogation via the event logs, so the physician requested the pump be programmed to off state. As per the event logs, the first motor stall occurred (B)(6) 2019 and recovered (B)(6) 2019. Then the next motor stall occurred (B)(6) 2019 and has not recovered. The patient did not recently have magnetic resonance imaging (MRI) performed. No MRI or electromagnetic interference (emi) was thought to be the cause of the stalls. The patient was admitted for pain/withdrawal. At the time of the report the option to silence the pump alarm and program the critical alarm interval to 2 hours instead of pump off, if the pump will be sent back for analysis was being considered. The permanent shutdown password / clinician programmer software application pump off code was provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the report of the pump alarming, if the alarm heard was due to motor stalls only or if a low / empty pump alarm had also occurred, it was clarified that it was a motor stall alarm only. The cause of the motor stall was unknown. The pump was stalled for 121 hours. The company representative did not remember a pump off passcode having been given to them. The pump was turned off and the patient was treated orally for pain. The pump was still in the patient and they were looking for a pain physician to replace the pump. It was further noted that the patient had just moved here and currently didn't have a pain physician. The name and phone number of the healthcare provider (physician) who initially reported the event to the company representative was clarified. The information provided was indicated as having been confirmed with the physician/account.